Event description:
It was reported that a spectrum pump from the emergency room does not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of not recognizing a closed door, which was reproduced. The evaluation experienced constant close door messages which were found to be caused by loose link screws. The link screws were replaced.